Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that inappropriate shocks were received. Dissatisfaction with the product and reimbursement was expressed. It was further reported that there were unacceptable thresholds, high impedance, sensing difficulty, oversensing, and a lead fracture. The lead was capped and replaced, and was later explanted. No further patient complications have been reported as a result of this event.